Event description:
A peg tube that had been in use for 38 days snapped apart as the physician attempted to remove it using the traction method. The internal retention dome was not retrieved from the pt's stomach. The pt was not injured, according to the information.